Manufacturer narrative:
The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur cp instrument. The result obtained on the advia centaur cp instrument was not reported to the physician(s). The sample was repeated on an alternate platform, resulting lower and matching the clinical picture of the patient. The patient also took a card test, which was negative for pregnancy. The result from the alternate platform was reported to the physician(s). There are no report of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.

Manufacturer narrative:
The initial MDR 2432235-2018-00043 was filed on 01-feb-2018. The first supplemental MDR 2432235-2018-00043_s1 was filed on 07-mar-2018. Additional information (13-mar-2018): a siemens headquarters support center specialist reviewed the service report and determined that appropriate actions were taken by the siemens customer service engineer to troubleshoot the instrument. The customer replaced the advia centaur cp instrument. Section h6 has been updated with the method and conclusion codes.

Manufacturer narrative:
The initial MDR 2432235-2018-00043 was filed on 01-feb-2018. Additional information (07-feb-2018): a siemens customer service engineer (cse) revisited the customer site. The cse analyzed the instrument and replaced the washing unit, manifold, reagent probe and syringe, sample syringe, luminometer, incubation ring, related tubings, and 12 month preventive maintenance kit. The cse checked the precision and quality control, which were out of range. The customer is not using the instrument.